Event description:
It was reported that the right ventricular (rv) lead rv coil triggered a lead alert due to greater than 100 ohms impedance. The lead remains in use and will be monitored more closely. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d334trg, implantable defibrillator, (B)(6) 2013; 5076, implantable pacing lead, (B)(6) 2004; 5112, competitor implantable pacing lead, (B)(6) 2011. (B)(4).